Event description:
It was reported that the device does not turn on. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac power module, optical switch, processor board pca and therapy knob for which parts were ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.